Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported that the patient fell right on his device and it began shocking him bad where he feels the stimulation. The patient told the representative that he was unable to read the battery with the patient programmer. The patient maneuvered the battery in the pocket to get it where it could be read and he did eventually get the stimulation turned off. The patient also states that the stimulation was on when he fell, but he used it previously 4 days ago. The representative met with the patient and was unable to read the battery with the clinician programmer. An x-ray was taken and the battery did not appear to be flipped. The pocket is not swollen but is very sore the patient did not want to do much with it. The battery did not appear to be angled. The leads did move down a little bit and are no longer midline. Discussed possible overdischarge and getting the recharge stats can tell us the last time it was charged. Discussed a physician mode recharge (pmr). Discussed that if the battery flipped all the way around it could have put strain on the leads. No further complications were reported. The indication for implant was chronic low back pain and spinal pain.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type lead product ID (B)(4) lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that the patient had an x-ray on (B)(6) 2017 and that the patient would return to their physician when their battery pocket was not sore. It was reported that their issues wer e due to the patient falling on their ins. It was reported that the shocking had been resolved, the patient was not experiencing any shocking. The patient's weight was unknown and the provided information had been confirmed with the physician. No further complicat ions were reported.